Event description:
It was reported that there was a connection issue between the minicap transfer set and minicap which resulted in iodine leakage. This was observed after treatment of peritoneal dialysis therapy. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak beneath the mini cap. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damaged female connector is supplier manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.